Event description:
Patients pump alarmed service due error 55 before pump was due for maintenance. New pump sent to patient. No other information available. Model #6400 sn (B)(4). New pump sent to patient. Is the actual device available to be returned for investigation: yes. Dose or amount: 26 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2017 to present. Diagnosis or reason for use: pah.